Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 24.1 mmol/l. The customer did not provide the symptoms regarding high blood glucose. Customer confirmed that the insulin pump was not dropped & drive support cap intact. Customer confirmed that he was able to complete insulin pump rewind. Displacement test was performed and test was passed. Customer was advised to monitor insulin pump and call us back if issue reoccur. The insulin pump was not returned for analysis.